Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not secure the cutting device in the locking mechanism, there was a cut in the hose near the muffler area, the device would run in the locked position, the device was overheating and it was noted that the noise,rotational speed and oil leak assessments could not be performed. It was further determined that the pawl shaft was damaged/driven, the lock cylinder/pawls, pawl release, and the tube housing were damaged, and the motor cylinder was worn. It was further determined that the device failed pretest for hose verification assessment, cutter lock assessment, safety assessment (power broken), and temperature assessment. Therefore, the reported condition that the motor device was not holding the burr device was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device was not holding the burr device. During service and evaluation it was determined that the motor device was generating heat and the device would run in the locked position (power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.